Manufacturer narrative:
Reporting institution phone #:(B)(6). Reporter phone #: (B)(6). A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that their speaker was not working due to a defective cable. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported.

Manufacturer narrative:
A philips technical consultant (tc) spoke to the customer in order to resolve the issue. The tc confirmed the reported issue and replaced the speaker to resolve the issue.

Event description:
The customer reported that their speaker was not working due to a defective cable. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported.